Event description:
It was reported that the customer was hospitalized for low blood glucose and his glucose levels were 59 mg/dl. The customer became incoherent and the paramedics took him to the hospital. Troubleshooting was performed and the insulin pump had an alarm twice. It was reported that the customer was wearing the insulin pump during an MRI procedure.

Manufacturer narrative:
Failure analysis revealed that the insulin pump failed the displacement test and alarmed a-35 during the rewind test. The device also failed the vibrate test. The basic occlusion, occlusion, and excessive no delivery alarm tests were not performed due to the alarm and the motor displacement test failure.